Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/10/2014 with the following findings:during testing, the pump powered on to a blank display screen. The audio and vibratory tones functioned properly. The pump cover was opened and the display was removed from the case, and evidence of moisture corrosion was found on the display flex, the printed circuit boards, and internal components along the battery cylinder. Unrelated to the complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump¿s display was blank. It was noted that rebooting pump did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.